Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product

Event description:
Caller indicated the assure 4 meter was giving variable readings. Don said she went into a residents room and she was unresponsive, she said she checked one hand with meter (B)(4) and it was 51 and another nurse checked the other hand with (B)(4) and it was 70, she said they treated her with glucogam and she improved. The patient is ok now. Controls were testing within range. Replacing product.